Event description:
There are several bolts missing and some bent parts and the chair needs a recline mechanism. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: recline mechanism.